Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defects existed on the product. No actions will be taken at this time.

Event description:
It was reported that the transducer was placed on the distal lumen of the central venous line as the cvp line. As the patient was repositioned, the transducer "fell apart" at the first stopcock nearest to the patient. The report does not indicate how long it was disconnected or if there was any air in the line. The line was clamped and not used.